Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vticmo12.6 -13.00/2.5/077 (sphere/cylinder/axis) implantable collamer lens tore during loading. There was no patient contact. On (B)(6) 2023 a replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)